Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log was reviewed, no error or issue linked to the reported event was found. The reported device was received in (B)(6) and its investigation was performed by our local technical team. According to provided repairs information, pressure test failed during quality control and a worn power cable was detected. Both parts were sent to brézins for further investigation. Visual inspection found the ribbon cable perforated likely due to usability, therefore no test could be performed. Although no technical error was triggered, functional tests related to the pressure sensor showed a slight drift of value that would prevent quality control test to be successful. This issue is likely due to a weakness in the component itself. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.

Event description:
The following has been reported: "during preventative maintenance the depot discovered a bad down stream pressure sensor qc test.". Reporting due to the referenced issue; as this was a test performed during pm, there was no patient involved. More information is needed to complete the investigation.